Event description:
It was reported that the compressor went to standby mode while the ventilator was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be provided when the investigation has been finalized.